Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with right plunge case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, start-up process, multiple flow and occlusion tests were performed. Investigation could not repeat customer stated problem. Investigator's replaced the pump speaker as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited primary audible alarm test failure. No adverse effects were reported.